Event description:
The customer reported that the system displayed the same errors as previous reports. There were previous reports of the system was alarming and they have disabled the alarm.

Manufacturer narrative:
The ge service rep could not reproduce any problems with the system. Multiple errors with the system.